Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k053529.

Event description:
On (B)(6) 2012 the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an inaccurate high issue with her one touch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2012, at 3:00 pm. She obtained glucose results of"268 mg/dl" on the subject meter and "199 mg/dl" on another meter, done less than 30 minutes apart of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. She stated that she manages her diabetes with insulin (self adjuster) and due to the alleged issue she denied taking any actions in regards to her usual diabetes management routine. The patient claimed 15 minutes after the alleged issue started, she felt shaky, dizzy, and weak. In response to her symptoms, on (B)(6) 2012, at 3:15 pm she reportedly self treated with glucose gel. She reported on (B)(6) 2012, at 3:30 pm she tested her glucose with another meter and obtained a glucose result of "68 mg/dl". During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter, an appropriate testing technique, correct unexpired test strips and an approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, possibly administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.